Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator and resulted in a ¿replace handpiece¿ yellow screen. No functional testing could be performed due to the condition of the device. A review of the internal data was performed and it appears that the handpiece has evidence of refurbishing by a third party. This evidence is in the form of the reprogramming of the usage counter which read 24380 uses. This internal modification impacted the functionality of the system by not allowing the handpiece to function accordingly.

Event description:
It was reported that during testing of the hand piece did not working. A second hand piece was pulled for the procedure. There was no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). Through investigation, it was determined that the eerpom programmer wrongly programmed the eerpom resulting in the "replace handpiece" alert screen to be displayed. The handpiece was not refurbished.